Manufacturer narrative:
The manufacturer did not receive the devices there are in transit to zimmer for investigation. The manufacturer did receive 2 copies of x-rays for review. Other source documents were not provided. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The zimmer reference number of this file is (B)(4). An additional mds is filed for the mentioned ncb cancellous screws 5.0 32 1=50 with same zimmer ref number.

Event description:
It has been reported that the patient was implanted with a ncb cancellous screws 5.0 32 1=50 and ncb place for femur, left, 9 holes on unk date. Surgeon noticed through post-op x-rays that, the ncb plate for femur, left, 9 holes backed out from the femur and the ncb cancellous screws 5.0 32 1=50 have changed angle. These mentioned two factors caused a non union to the fracture. Because of the non union a revision surgery was planned for (B)(6) 2014.